Event description:
The recipient has been explanted on (B)(6) 2021 due infection. Additionally, an extrusion of the electrode through the skin was observed. Reportedly, the device started to extrude through the skin four months prior ((B)(6) 2020) and the infection started two months prior ((B)(6) 2020). The device has not been received for investigation.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to an extrusion of the implant though the skin leading to an infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device being the source of infection. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted on (B)(6) 2020 due to an extrusion leading to infection. The device started to extrude through the skin four months ago and the infection started two months ago.